Event description:
It was reported that the insulin pump alarmed indicating it was not detecting the reservoir. It was advised that the insulin pump not be used. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.